Event description:
It has been reported to stryker by a distributor that they have been informed about a gamma 3 stainless steel that has broken inside a patient

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Manufacturer narrative:
Evaluation summary: investigation revealed the broken long nail gamma3® to be the primary product. The lag screw and end cap returned as well as the reported locking screw (which was not returned) are considered concomitant products. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after a period of implantation of more than 20 months. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. According to additional information received on (B)(4) 2015, the surgeon stated: ¿there¿s no complaint needed, the case is a femoral proximal pseudo arthrosis, so it¿s normal that in the end it breaks any osteosynthesis by material fatigue.¿ based on the above the nail breakage is not linked to a deficiency of the device. The proximal femoral pseudarthrosis reported and the resulting prolonged overloading by the patient had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after a period of implantation of more than 20 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It has been reported to stryker by a distributor that they have been informed about a gamma 3 stainless steel that has broken inside a patient.